Event description:
Reportable based on product analysis completed on (B)(4) 2014. It was reported that a low temperature reading error occurred preventing the catheter to continue ablation. A 7-110-2.5-8-8 k2 blazer prime¿ xp was selected for a flutter procedure. The generator was showing 10 degrees celsius while the catheter was in the patient. When energy delivery was attempted the generator displayed an error message ¿e¿. There were no patient complications reported. However, returned device analysis revealed blood inside the 3rd ring suggesting that the adhesive was lifted.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. Device analysis revealed presence of blood under the adhesive in the rings area. The third ring adhesive is lifted and has blood under the adhesive. Evidence of blood was found along the shaft tubing when the device was dissected. Ablation was tested using a test generator and a d06 sensor failure was displayed. An electrical test was performed and the device was found out of specification. The thermistor wire was broken. The broken thermistor wire was sent to (B)(4) laboratory to determine the fracture failure mode. According to the (B)(4) report, the failure occurred by tension fatigue and no material anomaly was observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).